Manufacturer narrative:
Product analysis: analysis of the programmer was able to confirm the customer comment of a printer malfunction, the printer and printer drawer were replaced. Analysis also noted that the programmer failed thermal sensor test, the power supply was replaced. The hard drive was reconfigured, reloaded, and updated software. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer status is out of paper and the report is not ejected. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.